Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime unit during prime test due to a faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to the prime anomaly. The device did power up properly after the battery installation. The unit was received with operating currents within specification. The unit was monitored and no blank display anomalies or battery out limit alarms were noted. No damage on the capacitor at the lcd isolation tape noted. However, the unit was received with corroded battery cap contact. No unexpected bolus stopped alarms noted. The device was received with all buttons responding properly and no button anomalies or frozen screens noted. The unit was received with cracked case at display window corners and battery tube threads, and minor scratched display window.

Event description:
Customer reported his insulin pump is not working correctly. Customer's blood glucose is 85 mg/dl. Customer stated he replaced the battery around (B)(6) 2014 and the screen went blank. He replaced that battery and the device has had recurring issues, such as blank displays and an unresponsive keypad. Last night the device started acting funny and today the screen went blank. Customer reported being hospitalized recently for a stroke, not device related. The device shows no physical damage. It was not dropped or exposed to moisture. Customer uses (B)(4) batteries. The battery compartment, contacts on the battery cap, or springs are not damaged or corroded. Customer removed the battery for ten minutes, cleaned the battery cap, and the display returned. The device alarmed battery out limit. Customer could not run the self test because the keypad is unresponsive. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan.